Event description:
The hosp reported that during an endoscopic vein harvesting procedure, after the short port btt balloon was inflated, the black plug on the btt inflation valve would pop out so the balloon would not hold air. A replacement accessory unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The visual inspection revealed that the black check valve was backed out of the luer fitting. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a malfunction. The reported failure was confirmed. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There was no nonconformance which could have contributed to this failure mode.